Manufacturer narrative:
Concomitant medical products: cmrm6133 envelope implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post cardiac resynchronization therapy defibrillator (crt-d) system implant with an antibacterial absorbable envelope. The patient's pocked was noted to be eroded with visible pus excreting from the opening. Cultures were taken and pseudomonas aeruginosa was identified. The crt-d system was explanted. No further patient complications have been reported as a result of this event.